Event description:
While requesting assistance with sensor glucose versus blood glucose readings, the customer reported having a blood glucose level of 443 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.